Event description:
It was reported that a physician performed a kyphoplasty procedure on a pt. During the procedure, expired balloons were used in the pt. There were no pt complications or adverse events reported. The balloons were from hospital stock. No additional information was reported.

Manufacturer narrative:
Method: followed up with the company rep. Balloon, with lot number j7100115, was returned with no stylet inside the catheter. Prior to inflation, balloon was visually inspected. No defect on balloon was identified during visual inspection.